Event description:
Dr had routine follow up with pt who had low-flow catheter implanted. The catheter had become stiff, rigid, tough from base of skull to pt's clavicle. The catheter would become taut when pt moves his head and actually impaired his movement, as it became uncomfortable to do so.

Manufacturer narrative:
The device has not been returned to the MFR.